Event description:
It was reported that the patient presented with an acute myocardial infarct and the 3.0 x 15 mm nc trek was attempted; however, during the first inflation the balloon would not hold pressure. An angiogram showed dye beyond the balloon. The device was removed from the anatomy without incident and once outside was again inflated. A pinhole at the distal marker was noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. A second unspecified balloon catheter was used in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was initially reported tht the device was being returned for evaluation. Subsequent information received states the device was discarded. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the nc trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, the lesion/anatomy, such that the balloon ruptured upon the first inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.